Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
According to the information received the tc304 would not recognize camara and when it did the screen was gray/green. Customer is not sure if the issue is with the tc304 or tc201. No death or (unanticipated) serious deterioration in state of health reported. Additional information received: the procedure was delayed by over 30 minutes. Cross reference MDR: 2027009-2026-00785.

Manufacturer narrative:
Device evaluation:the complaint issue was described as the tc304 would not recognize the camera and when it did the screen was gray/green. Customer is not sure if the issue is with the tc304 or tc201 since the tc201 did not send the image to the monitor. The customer's reported complaint of gray/green screen wasn't encountered, but a purple screen was observed during testing. The customer's tc304us and tc201us were tested together. Only on two occasions was a malfunction observed over several weeks of testing. This malfunction was a purple screen. This issue was corrected by only cycling power on the tc304us. This suggests an intermittent failure with the customer's tc304us motherboard. The tc304us motherboard needs to be replaced to prevent future failures. No issues were observed with the customer's tc201us. The failure couldn't be recreated therefore an exact root cause couldn't be determined.the event is filed under internal karl storz complaint ID: (B)(4).cross reference complaint ID: (B)(4).